Manufacturer narrative:
B3 - date of event is an estimate as the actual date of occurrence was not provided. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined due to insufficient information. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. ¿ this test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported a false negative result when testing a patient sample with the sure step hcg one step pregnancy test device. A blood test was performed and confirmed that the patient was pregnant. Three attempts were made to obtain additional information, however the customer was unresponsive. No adverse events were reported.